Event description:
It was reported while the surgeon was trying to close the patient's chest using the sternal wire that the surgeon noticed that the sternal wire needle was broken. He mentioned that the sternal wire is too soft or brittle to be used in closing the chest.

Manufacturer narrative:
Complaint (B)(4). G2: foreign source: UK. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: d4, e1, e2, e3, h1, h2, h3, h4, h6 and h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The reported event is unconfirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.